Manufacturer narrative:
On 10-jan-2024, a report of new toxo igg results of newly drawn samples from the patient was received: sample 1: the initial result from the module was 42.5 iu/ml with an interpretation of "positive". The repeat result from the abbott analyzer was "igg-". The repeat result using the vidas analyzer "igg-". Sample 2: the initial result from the module was 10.3 iu/ml with an interpretation of "positive". The repeat result from the abbott analyzer was "igg-". The repeat result using the vidas analyzer "igg-". Sample 3: the initial result from the module was 7.33 iu/ml with an interpretation of "positive". The repeat result from the abbott analyzer was a 1.6 index with an interpretation of "weak positive". The repeat result using the vidas analyzer "igg-". Sample 4: the initial result from the module was 64.6 iu/ml with an interpretation of "positive". The repeat result from the abbott analyzer was a 4.2 index with an interpretation of "weak positive". The repeat result using the vidas analyzer "igg-". Sample 5: the initial result from the module was "igg+". The repeat result from the abbott analyzer was "igg+". The customer stated that the patient is undergoing treatment based on these results. The customer stated that they never had a "positive" result from the vidas analyzer. The investigation received three patient samples. The investigation was able to reproduce the customer's toxoplasma igg results; all three patient samples were reactive. The patient samples were tested for the presence of interference. The elecsys toxo igg, a neutralization assay, and elecsys toxo igg avidity results suggest the presence of anti-toxo igg antibodies. The very low (negative) avidity of the antibodies in the elecsys toxo igg avidity assay and the relatively weak neutralization in the confirmatory assay indicate the presence of antibodies from a very early phase of infection. The investigation determined the reagent is performing within specifications.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6) . The patient samples were received for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable toxo igg elecsys results from two samples from the same patient tested on the cobas 6000 e601 module. The initial result was reported to the doctor. The reporter stated that the patient sample was sent to another laboratory that uses an unspecified roche analyzer and an abbott alinity analyzer. The abbott alinity analyzer uses the chemiluminescent microparticle immunoassay (cmia) laboratory method. The reporter also provided results using the chemiluminescent immunoassay (clia) laboratory method. On (B)(6) 2023: sample 123-144385 the initial result from the module was 44.62 iu/ml with an interpretation of positive the repeat result from abbott alinity's cmia method was 0.5 index with an interpretation of negative. The repeat result using the clia method was 42.5 iu/ml with an interpretation of positive. On (B)(6) 2023: sample 123-156801 the initial result from the module was 11.04 iu/ml with an interpretation of indeterminate/positive. The repeat result from abbott alinity's cmia method was 1.0 index with an interpretation of negative. The repeat result using the clia method was 10.3 iu/ml with an interpretation of positive.